Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the new heartmate touch (hmt) was not connecting to the bluetooth adapter. The hmt was cycled power on and off. Hard reset of hmt and the bluetooth adapter was unplugged and plugged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch not connecting to the bluetooth adapter was confirmed via evaluation of the heartmate touch (serial number (B)(6)). The heartmate touch tablet was functionally tested with the returned wireless adapter (serial number (B)(6)). The wireless adapter ID did not appear in the heartmate touch app when a bluetooth connection was attempted to be established. The returned adapter and test adapters were attempted to be paired multiple times with the tablet; however, the issue persisted. The tablet settings were opened, and the heartmate touch app¿s bluetooth permission was observed to be set to ¿off¿. The permission was set to ¿on¿, and the tablet underwent further testing. The tablet was functionally tested again with the returned wireless adapter, test system controller, test power module, and a mock circulatory loop and was found to function as intended during analysis. Multiple test wireless adapters were connected to the heartmate touch without issue. Provided information stated that the heartmate touch was power cycled on and off, the heartmate touch was hard reset, and the bluetooth adapter was unplugged and plugged; however, the issue did not resolve. The root cause of the reported event was determined to be the heartmate touch app¿s bluetooth permission being set to ¿off¿. A manufacturing task was initiated to address the bluetooth permission being set to ¿off¿. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 IFU chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting guide¿ provide troubleshooting steps to resolve issues related to the heartmate touch. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.